Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver displayed the initializing screen without manual restart. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was received. Visual inspection was performed and found no defects. The data log was downloaded and reviewed showing the receiver shutting down multiple times with battery life above 80%. Functional testing was performed and passed; however, the receiver shut down multiple times during testing. The receiver was opened and it passed a visual inspection. The reported complaint of the receiver displaying the initializing screen without manual restart was confirmed. The root cause was determined to be a defective battery.